Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarm was double beep no cassette. This occurred during testing and not patient involvement.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It's recommended to replace the downstream sensor.